Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-66 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. Visual inspection, power on self test and a review of the alarm log were performed. The f66 alarm was identified during the alarm log review. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.